Event description:
An article published standard vs. Anatomical 180-w greenlight laser photo selective vaporization of the prostate in 14 italian centers. A 813 men went through a procedure to compare the efficacy, safety, patient global impression of improvement and complication rates after 180-w greenlight laser standard and anatomical photo selective vaporization between 2011 and 2016. The article reports that there were the following early complications: 51 men reported fever, 123 men reported burning urination, 62 men reported frequency, 84 men reported de novo urge, 57 men reported de novo urge incontinence, 36 men reported stress incontinence, 5 men reported capsule perforation, 26 men reported hematuria, 72 men reported acute urinary retention, 15 men reported urinary tract infection, 6 men needed blood transfusions, 5 mean reported minor cardiovascular events and 8 men reported mace. The article also reports late complications, which included: 20 men reporting urethral stenosis, 21 men reporting bladder neck contracture, 10 men reported prostatic fossa sclerosis, 32 men reported stress incontinence, 24 men reported re-intervention, and 41 men reported persistent irritative symptoms. It was not possible to ascertain specific device, patient facility information from the article. No further information is available.